Event description:
It was reported that the pump's alarm/alert sound was not annunciating and pump was not vibrating. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.